Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2001 ohms in the right ventricular (rv) channel. The patient contacted technical services (ts) since the device recorded an alert. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.